Event description:
Correction: the previous or initial MDR submitted on december 04, 2025, was filed inadvertently. The correct date of awareness is october 30, 2025; not november 07, 2025 as previously reported.

Event description:
Per the clinic, the patient experienced poor sound quality, poor device performance since activation and progressive loss of residual low frequency hearing. The sound quality was also described as too high pitched and screechy. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.